Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels. Contact did not provide a bg value. Multiple attempts were to follow up with the customer on the reported issue; however, no response was received.